Manufacturer narrative:
The c503 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for sodium electrode (na) on a cobas c 503 analytical unit. The initial result was 133.7 mmol/l. The sample was repeated twice with results of 137.5 mmol/l and 140.1 mmol/l.